Event description:
It was reported that a patient presented in clinic on (B)(6) 2022 with an episode of a capacitor charge time out from (B)(6) 2022. A capacitor maintenance was performed successfully to address the issue. The patient was stable throughout.